Event description:
It was reported that thrombosis and leak occurred. A left atrial appendage (laa) closure procedure was performed and a 33mm watchman laa closure device was implanted. Approximately two and a half years post index procedure, a large thrombus was seen on the face of the closure device via transesophageal echocardiography (tee) during a routine tee appointment for cardioversion. A leak was previously seen during the earlier 45-day follow-up tee, but is unknown if this was less than 5mm in size. However, during the follow-up approximately two and a half years later, the leak around the closure device towards the mitral valve grew larger than 5mm. The leak was observed towards the mitral side of the laa. The patient was started back on oral anticoagulants and will follow-up with a repeat tee in 2 months.

Manufacturer narrative:
Date of event - estimated as (B)(6) 2022 as the event was reported as approximately two and a half years post procedure with the date of implant of (B)(6) 2019.